Event description:
Same case as mfg# 2134265-2009-05907, 2134265-2009-05909, 2134265-2009-05908, and 2134265-2009-05916. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a vessel rupture occurred. The 100% stenosed lesion was located in the anterior tibial artery. Vessel characteristics are unk. Five symmetry balloons and one non-bsc balloon were used in the procedure. The first symmetry balloon catheter was unable to cross the lesion. Subsequently, four symmetry balloons and one non-bsc balloon were used in the procedure. A vessel capture occurred. However, it is unk which balloon, if any, may have caused the vessel rupture. The physician's opinion was that the vessel rupture was caused by the guide wire being inserted in a "vacuum area." The manufacturer of the guide wire is unk. The procedure was completed with another unspecified device. The pt condition is reported as 'good."

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.